Manufacturer narrative:
Date of event: estimated the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number. The slda mentioned in the article was previously reported under MFR report# 2024168-2014-05226.

Event description:
This is filed to report clip embolization. It was reported the mitraclip procedure was performed on (B)(6) 2014, four clips were implanted reducing functional mitral regurgitation (mr) from 4 to 3-4. After the fourth clip was implanted, the mean pressure gradient was 6mmhg. Approximately one-year post clip implantation, the patient was re-hospitalized with worsening heart failure. Chest x-ray showed the third clip had embolized into the right axilla. Details are listed in the attached article, titled "an extremely rare but possible complication of mitraclip: embolization of clip during follow-up." Please see article for additional information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effects of foreign body in patient, embolism, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the foreign body in patient, embolism, and heart failure are likely the result of procedural conditions as they are results of the complete clip detachment; however, a conclusive cause for the reported complete clip detachment cannot be provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: "an extremely rare but possible complication of mitraclip: embolization of clip during follow-up."